Event description:
The customer reported that the motorized drive (md) system was not functioning properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the clutch. The system operates as intended.